Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Sensor only lasted for four days due to the reaction. On (B)(6) 2016, the patient's mother reported that the patient had an allergy patch test performed. The patient's results indicated an allergy to skin-tac and cyanoacrylate. Date of intervention is an approximation. Additionally, patient tried a heat-staked sensor which did not produce irritation. At the time of contact, the patient was fine. Additional event or patient information is not available. No product or data was returned for investigation. However, a photo of the reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.